Manufacturer narrative:
The product code #8506y was evaluated for the failure to drop sharp due to the lid not operational. There was no physical sample returned however an analysis was completed . The sharps needle was stuck vertically on one side of door. Based on the photo evaluation sharps were not disposed horizontally. The reported condition cannot be observed for door function due to no physical sample was returned for evaluation. A device history record was not reviewed as no lot number was provided. The root cause appears to be a result of the customer not following the instruction for use (IFU) to drop sharps horizontally and lift to assure proper disposal. The root cause is determined to be customer misuse. Based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This will be used for tracking and trending purposes. This issue has been determined to be an event with no user harm or injury. The instruction for use (IFU) to drop sharps horizontally and lift to assure proper disposal was not followed by customer. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, accordingly, the needle was not completely stuck,but would need to jostle and flip the moveable part of the lid to be able to drop the needle in to the container. The lids reading as full and staying flipped closed wherein the contents are no where near full line. Ampules got caught in the lid. There was no patient involvement.

Manufacturer narrative:
Submit date: 8/28/2018. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle was not completely stuck, but would need to jostle and flip the moveable part of the lid to be able to drop the needle in to the container. The lids reading as "full" and staying flipped closed wherein the contents are no where near full line. Ampules got caught in the lid. There was no patient involvement.